Event description:
During the initial implant procedure, following the fixation of the right atrial (ra) lead, decreased pacing impedance and decreased sensing was observed. Test were performed and the sensing recovered, and the procedure was completed. Forty minutes post implant, the patient experienced cardiac arrest. An echocardiogram revealed pericardial effusion resulting in tamponade. A pericardiocentesis procedure was performed to hemodynamically stabilize the patient, and interrogation reviewed a decreased pacing impedance and increased capture threshold which resulted in loss of capture (loc). A micro-perforation of the right atrial appendage was suspected. The patient was transferred for possible cardiac surgery to address the tamponade. The patient was stable. Additionally, the ra lead was explanted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.